Event description:
It was also reported that the lv lead was programmed to max output.

Event description:
It was further reported that at device changeout the patient elected not to receive an epicardial lead and the lv lead was turned off.

Event description:
It was further reported that the lead was being used after a device changeout and was subsequently turned off for high thresholds.

Event description:
It was reported that during the patient's follow-up visit the physician turned off the left ventricular (lv) lead because there was no capture. During the next follow-up visit the physician turned the lv lead back on. It was noted the patient was part of the system longevity study (sls.) The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.